Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that the patient had a hypoglycemic event that was caused by inaccurate readings from the cgm. The patient called 911 and when the paramedics arrived, they gave the patient dextrose. The patient was transported to the emergency room (ER) by ambulance around 2:00am and was discharged around 6:00am. The patient did not specify what treatments were performed at the ER. At the time of contact, the patient was doing well. No additional patient or event information is available. Data was provided for evaluation. The reported event of inaccuracies could not be confirmed via data. A root cause could not be determined.